Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional device product codes: kwp; kwq; mnh; mni; osh. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the photo. Visual analysis of the photo revealed that the threads of the single-inner setscrew appear to be stripped. No indication suggesting that the device broke was observed in the provided images. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for single-inner set screw. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, both the set screw and the screw tulip were damaged during the final locking process. Both implants had to be replaced. There was a fifteen (15) minute surgical delay. There were fragments generated and the fragments were removed. The procedure was completed successfully. There was no patient consequence. This report involves one (1) set screw. This is report 2 of 2 for (B)(4).